Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp during a polypectomy procedure performed on an unknown date. During procedure, the snare could not cut the polyp. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result the returned cold snare device was analyzed, and during visual inspection the device was found without any visible damages. Additionally, the loop was able to be extended. Also, as a functional inspection was performed, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. No other problems with the device were noted. The reported event of the loop failure to cut was not confirmed. The investigation analysis of the returned device did not detect any problems related to the reported issue. The returned device showed no evidence of the alleged issue or any defect that could have contributed to the event reported. Therefore, the most probable root cause assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp during a polypectomy procedure performed on an unknown date. During procedure, the snare could not cut the polyp. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.